Manufacturer narrative:
Tracking number: (B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one standard adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Functional evaluation of the adapter was unable replicate the reported condition. An unrelated secondary condition was identified as follows: bowed switch and cracked solder joints. The root cause of the secondary condition was determined to be a result of a manufacturing step and actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, when the reload was loaded onto the handle after the open/close test of the jaws, the device displayed blue status indicator lights and a blinking reload indicator light. Despite several attempts to reattach the reload, the light sequence displayed. The adapter was also reloaded but the same issue occurred. A manual handle was opened to complete the procedure, however at this point, the powered handle began to work and was consequently used to complete the procedure. No reinforcement material used in conjunction with the stapling device. No adverse issue has been reported for the patient. The adapter was returned for evaluation, the handle will not be returned.